Event description:
While performing other unrelated repairs, a physio-control field service rep observed that the device's energy storage capacitor was broken. This part cannot be damaged in order to ensure successful defibrillation. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the energy storage capacitor and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed energy storage capacitor was further evaluated and it was observed that the tie wraps had damaged the wiring slightly.